Event description:
It was observed that during the device evaluation, the subject device exhibited lamp burnt output and debris inside air tubing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established and traced to component failure respectively. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.